Manufacturer narrative:
No product was returned for evaluation. The report of power and flow elevations was confirmed based on the evaluation of the submitted log files; however, specific causes for the change in pump parameters and for the elevated ldh could not be conclusively determined. The log files captured sporadic elevations in pump power and flow. Following the elevations, pump power and flow appeared to return to their baseline values. Based on our complaint history and similarly reported events, elevated ldh coupled with increased pump power and flow could be indicative of potential device thrombosis; however, a specific cause for the changes in pump parameters and elevated ldh could not be conclusively determined without a full evaluation of the device. The patient remains ongoing on vad support. Hemolysis and thrombus are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information received stated that the patient was discharged from the hospital on (B)(6) 2017. The patient was treated with argatroban during admission and continues on aspirin, brilliant and coumadin. Ldh trended down and the patient had no signs or symptoms of heart failure. The patient is being followed by hematology for hypercoagulable syndrome.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2017, the patient was admitted with flu-like symptoms, hematuria, and hemolysis. The patient¿s lactate dehydrogenase (ldh) level was 1567 u/l, and the plasma free hemoglobin was as high as 70 mg/dl. Liver enzymes were also elevated, and haptoglobin levels were below 8 mg/dl. The patient was treated with argatroban. It was reported that momentary pump power elevations were observed on system controller interrogation, however they were not sustained. On 03/20/2017, it was reported that the patient had a previous diagnosis of hemolytic anemia, and that steroids were titrated off just prior to the admission for hemolysis. Steroids were restarted. It was reported that the patient¿s ldh remained elevated. Additional information was requested, but was not provided.